Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a 38 acetabular cup, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09495. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip arthroplasty approximately 9 years post-implantation due to pain and metallosis. A cyst was observed and debrided during revision surgery, this was found to be consistent with metallosis. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: item # 15-106050, item name m2a-38 cup no flared sz 50mm, lot # 539950. Item # 11-103202, item name taperloc por fmrl lat 7.5x135, lot # 197010. Reported event was confirmed by review of operative notes. Surgical notes of revision surgery stated that the patient underwent a revision of right total hip arthroplasty with synthetic bone graft due to failed right hip arthroplasty. During the procedure, a cyst consistent with metallosis was débrided. Upon inspecting the acetabulum, osteolysis within the ischium was easily identified and curettaged. The femoral head was removed and revised. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.